Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass procedure, during priming, the centrifugal pump veins appeared loose in the housing. The centrifugal pump was changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo has obtained the actual device and visual inspection confirmed that the impeller was separated from the magnet rotor shaft on the centrifugal pump. The fracture type and location suggests the unit was subjected to excessive shock. All available info has been placed on file in quality mgmt for appropriate tracking, trending and f/u. (B)(4).